Event description:
The male pt underwent cypher stent implantation to an unknown coronary vessel in 2006. The pt received three cypher stents. In 2007, he was taken off plavix but continued taking aspirin. In 2008, the pt had angina. Cath revealed 85% blockage in two of his stents along with new lesions in other arteries. He is scheduled to have bypass surgery later this month. No further info available.

Manufacturer narrative:
The products remain implanted in the pt and are not available for analysis. Additional info will be submitted within thirty days upon receipt.